Manufacturer narrative:
This event was initially reported to davol prior to receiving the 3500a form from the facility. See the following for the information reported on 02/20/2017. It was reported that during a robotic assisted laparoscopic ventral hernia repair an experienced surgeon using a bard ventralight st w/ echo ps, properly inserted the device into the abdomen, the inflation tube was grasped by the blue retrieval loop and pulled out through the hernia defect which had been sutured closed and at that point the inflation tube broke above the anchor. The surgeon inflated the balloon assembly, fixated the mesh and removed the balloon assembly. The surgeon realized the yellow anchor was missing from the inflation tube. The anchor was not located and was left in the body after the surgeon attempted to locate it for 60 minutes inside the abdominal cavity and skin. The anchor could not be located and the surgeon decided to complete the case and leave the anchor in place. As reported, there was no patient injury or adverse patient outcome. The 3500a form indicates that the sample is available to be returned to davol. Attempts have been made to ensure the return of the device for evaluation however, to date we have not received an answer. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported the surgeon closed the defect with suture prior to attempting to pull the inflation tube through the skin. This may have caused additional stress on the inflation tube when pulling through the abdomen. Although the information provided suggests the root cause could to be related to user technique (pre-closing the defect), without a sample for review no definitive conclusion can be made. Should the sample be returned a supplemental MDR will be submitted following an evaluation. To activate and inflate the device the IFU states, "once the ventralight¿ st mesh with echo ps¿ positioning system is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity. Place an atraumatic clamp or hemostat on the inflation tube at the level of the skin to temporarily hold the device in place. Cut the inflation tube 1-2 cm below the retrieval loop with surgical scissors to ensure the tube is unobstructed. Discard the retrieval loop."

Event description:
Ventralight st mesh with echo positioning system malfunctioned. While in patient, yellow anchor came off of the inflation tubing and became lost in subcutaneous tissue of the patient. Surgeon explored the wound carefully to try and find the retained object. Two separate x-rays were taken of the abdomen. Radiologist verified no foreign object detected, however the manufacturer confirmed that the yellow plastic was not x-ray detectable. The thought was they may have been able to see a shadow. All steps were taken to find device, but all attempts were unsuccessful. What was the original intended procedure: robotic assisted laparoscopic ventral hernia repair; device usage problem malfunction: that in the device did not do what it was supposed to do.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol¿s MDR files.

Manufacturer narrative:
This is an addendum to the initial MDR to document that the sample was returned for evaluation and the evaluation has been completed. Sample evaluation identified the location where the anchor had been applied to the inflation tube noting material deformation that is present, which indicates that the components had been properly bonded together. As reported the primary defect had been closed prior to retrieval of the inflation tube from the abdominal cavity. This likely resulted in additional resistance being encountered during removal of the inflation tube through the abdominal cavity. It appears that forces applied during removal resulted in stress on the anchor/inflation tube interface during extraction. Review of the manufacturing records was performed and found that the lot was manufactured to specification.